Manufacturer narrative:
This report is submitted on may 26, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment which was surgically removed. The implant remains in-situ.